Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced leakage at the connection site. The following information was provided by the initial reporter: when the head nurse of breast surgery flushed the tube, she found that the connection of the duct base was leaking, causing no harm to the patient.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9086671 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, a video sample was provided for evaluation by our quality engineer team. Through examination of the video sample, leakage was observed. It is possible that the leakage resulted from a misalignment of the catheter and the wedge component.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced leakage at the connection site. The following information was provided by the initial reporter: when the head nurse of breast surgery flushed the tube, she found that the connection of the duct base was leaking, causing no harm to the patient.